Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: e1: the reporter¿s phone number was not provided. The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during cleaning, it was observed that the gun of the impactor device was coming apart. It was further reported that the device was loose and the trigger was sticking. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition of sticky trigger was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device operated unintendedly due to rear housings being separated from the mid-plate apart of the trigger being loose. It was observed that the screw of the device¿s trigger had backed out. It was further determined that the device failed pretest for visual assessment, intermittent test assessment and final assessment. The assignable root cause was determined to be traced to component failure from wear.